Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a motor rub and would not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/ or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the motor device was broken and not working properly. During in-house engineering evaluation, it was observed that the device would not rotate. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.